Manufacturer narrative:
Gtin: (B)(4). Upon completion of the investigation a follow up report will be filed.

Event description:
The device was implanted via v-p shunt for the patient who had brain tumor ((B)(6)-year-old male, (B)(6)). Doi and the initial setting pressure are unknown. After implantation, it was often found that the setting pressure had been changed from 200mmh2o to 90, 60, or 30mmh2o without magnetic influence and the surgeon had difficulty controlling the pressure. On (B)(6) 2014, the revision surgery was conducted and the device was replaced by the fixed high pressure valve (manufactured by medtronic).

Manufacturer narrative:
Upon completion of the investigation, it was noted that the customer¿s complaint could not be confirmed. The valve was visually inspected and no defects were found. The valve was then leak, programmed and pressure tested and passed all tests. The customer¿s complaint could not be verified; the valve functioned. A review of the history device records confirmed that the device conformed to the required specifications prior to distribution. Based on the results of this investigation, no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is considered closed.